Event description:
It was reported that during implant attempt of an atrial lead, a lead was not able to be positioned due to poor sensing and fixation difficulty. A second lead was attempted but not used due to poor sensing and fixation. Both leads were removed and a single chamber device was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.